Manufacturer narrative:
The device was received with the cannula deployed. No issues were found with the needle mechanism that would result in a failure for the cannula to insert into the infusion site. Although no issues were found with the needle mechanism, the exact cause of the reported event could not be determined. Blood was observed on the device. The formed needle and bottom housing were inspected for damages or defects that could cause bleeding and none were found. The exact cause of the bleeding could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 4 and 24 hours on the hip/buttocks. It was noted that the site was bleeding and the patient was unsure if the cannula inserted properly into the infusion site. Hyperglycemia treated with a new pod.